Event description:
Ellman was notified on 11/12/2008 of a case performed in 2008. The customer reported that the tip bifurcated. Upon receipt of product on 11/12/2008, ellman determined that the insulation between the electrodes had separated from the electrode. No patient injury was reported.

Manufacturer narrative:
The company has evaluated product from production lot in question along with additional lots of triggerflex containing electrode tips from each of our suppliers. Our testing did not replicate the failure mode during normal operating conditions. However, our testing was able to replicate the failure mode under extreme conditions, but only for tips manufactured by one of our suppliers. This is the same supplier that manufactured the tip, which failed in surgery. The company has made the decision to recall all product lots containing electrode tips from this supplier.